Event description:
The customer reported a false low sodium (na) result for one (1) patient, involving the unicel dxc 600 pro synchron system. The customer repeated the sample on the same dxc after recalibration and quality control and obtained a higher sodium result within the normal reference range for the patient. The false low na result was not reported outside the laboratory. There was no effect to patient treatment in connection with this event. (Note: the initial and repeat sodium result was within the normal reference range for sodium assay) customer stated that control recoveries would shift low after time and recalibration would bring values up to range. Customer technical support reviewed calibration reports and noted the na sample reference readings had deviated lower from historical instrument values. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) found a faulty burkert valve. The fse replaced the faulty burkert valve and sodium reference electrode due to poor sample reference recoveries on calibrations. Replacement of both the burkert valve and sodium reference electrode resolved the issue. Following replacement of the sodium reference electrode, the sodium reference reading recovered within the instrument's historical values. The fse verified instrument operation.